Event description:
According to the medwatch received from the customer "tip of trerotola device fractured during procedure. The tip was explanted during the procedure".

Manufacturer narrative:
(B)(4). The customer returned the product lidstock and a 5fr ptd catheter for evaluation. The device showed evidence of use. It was visually confirmed from the returned sample that the tip is broken off. The assembly appears typical except that the tip is broken off at the base of distal basket cap, none of the tip remains on the basket. Functional testing was performed with the returned assembly and inventory rotator. Assembly functioned as expected. The basket was able to be retracted with minimal resistance. However, the basket had difficulty advancing back out of the sheath, this is probably due to dried blood. The tip of the sheath then needed to be cut so photos of the basket could be taken. The catheter was also kinked as part of the function inspection however this neither of these affects the outcome of the investigation. A device history record review was performed on the ptd device and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this product states under general warnings that the ptd device is not for use in stents. It provides instructions in the event the black flexible basket tip "folds over" itself and while in use, states that the exposed portion of the catheter is to be kept straight at all times to aid in successful basket deployment. It warns that the rotating basket is to be withdrawn in the deployed position prior to reaching the sheath at a recommended rate of 1-2cm/second when sharp radii is encountered and that the catheter is not to be advanced forward during activation. It also warns that potential fatigue failure of the ptd cable and fragmentation basket may occur with prolonged activation of the ptd device. The IFU also provides various warnings and precautions for the user to reevaluate treatment or to consider alternative treatments if there is a presence of venous outflow stenosis greater than 10cm long, untreatable conditions or large pseudo aneurysm. The reported complaint of the distal basket tip separated from the basket was confirmed through visual inspection of the returned sample. None of the tip remained attached to the distal connector. An increase in the occurrence rate for ptd tip separation complaints has resulted in a CAPA investigation. The manufacturing process has not been shown as a cause and the samples have met the tensile specification. Therefore, the cause of this complaint is undetermined.

Manufacturer narrative:
(B)(4).

Event description:
According to the medwatch received from the customer, "tip of trerotola device fractured during procedure. The tip was explanted during the procedure".